Manufacturer narrative:
The customer¿s meter was returned for investigation. The functionality of the display was tested and showed no obscurities the results are clearly readable there are no traces of an obvious mechanical impact visible on the housing of the device. The customer's allegation of display spots are not reproducible. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for an investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The customer stated there are black spots in the results field. The customer has performed a meter reset but the issue persists. The customer confirmed no misinterpretation of results occurred.